Event description:
This was a lead extraction case performed in the o.r. To remove a non-functional ra sjm 1688 and a recalled rv sjm 1581, both 96mths old. The patient was prepared with an arterial line, fluoroscopy in use, both tee and blood products available, and cvs on standby. Both leads were prepared with a lld-ez and lasing began with 16f sls ii and 43cm visisheath l. While the md was placing manual traction on the ra lead the lld-ez broke. The md attached a cook bulldog lead extender and secured with sutures to stabilize the lead. Lasing continued when the ra lead 'popped free'. Upon removing the lead, it was noted to have significant tissue adherence. Soon after this the patient's blood pressure dropped. A pericardiocentesis was performed within 5 minutes of the initial pressure decline; however, no fluid was able to be extracted. The cvs entered the room, an emergent sternotomy was performed within 7 minutes of the initial pressure decline and the patient was place on bypass. A tear between the mid-svc and ra junction was found and successfully repaired. The cvs was also able to remove the sjm 1581 which was reported to have been embedded into the vascular wall. Both the md and cvs remarked about the excessive lead embedment and did not associate the patient's injury with spnc devices. The patient was ultimately transferred to the ICU for recovery and was awake and alert the following morning.

Manufacturer narrative:
Discarded after use by hospital staff.